Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: flickering. Probable root cause: broken optical fibers, poor light cable alignment in jaw, residue on fiber tip, nonuniform light output. Use error intermittent electrical component contact in safelight circuit, reed switch assembly malfunction magnet missing from safelight adapter use error the reported failure mode will be monitored for future reoccurrence. --------------------------------------------------------------------------------------------------------------------------------------------------------------------------------------------------------------------------- *note: the investigation was previously closed based on product not received; however, the product has now been physically received at stryker endoscopy, USA and the investigation has been re-opened. Investigation as follows is now based on product received. Alleged failure: it was reported that the light cord turned off intermittently and lost function during a case. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be a damage a reed switch, not fully seated safelight cable, damaged and/or missing contact ring, bad leaf spring, bad led module. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.